Event description:
It was reported that the patient complained of chest pain and a computed tomography (CT) scan revealed the right ventricular (rv) lead had perforated through the right ventricle and extended into the chest cavity. The rv lead showed elevated capture threshold and diminished r waves. The patient underwent open heart surgery to remove the rv lead and stitch the perforation of the heart. The lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.